Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2017865-2021-15026; 2017865-2021-15027. It was reported that the patient presented for a device check in clinic. It was noted that there was no atrial capture on the atrial lead and ventricular sensing had decreased on the right ventricular lead. The decrease in ventricular sensing could not be programmed around. A perforation of the atrial lead was suspected. A procedure to replace the leads was performed. During the procedure, one of the newly implanted atrial leads was removed due to blood inside the lead body and exchanged. The procedure was completed. The patient was stable.

Manufacturer narrative:
The reported events were cardiac perforation and no capture. A complete lead was returned in one piece with the helix found retracted and clogged with dried blood/tissue. After cleaning, the helix could be extended. The helix extension length was within specification. Regarding the reported event of cardiac perforation, a tip stiffness test was performed and the results were within specification. The reported event of no capture was not confirmed. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual and x-ray inspections of the lead did not find any anomalies except for procedural damage.